Event description:
The patient was undergoing an embolism procedure using a px slim catheter. During the procedure, the physician fractured the catheter in the proximal shaft while deploying the 7th coil. The catheter was removed and flushed, revealing leaking saline at the break. There was not adverse effect on the patient. The physician stated that he may have pushed too hard on the catheter.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Device was disposed of by the hospital.